Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed that the battery voltage was pre/approaching eri. The weekly battery voltage trend data in the save to disk file 20091100 shows min battery equaling 3.137 to 3.107 volts between (B)(6) 2012 and (B)(6) 2012 is before device rrt (recommended replacement time) less than or equal to 2.6251 volts. Also, the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.